Event description:
Boston scientific received information that these right ventricular (rv) and right atrial (ra) leads and competitor device exhibited noise and oversensing resulting in pacing inhibition and asystole of up to approximately three seconds. The device was reprogrammed and ventricular sensitivity decreased but the issue did not resolve. The cause of the noise could not be determined. While the patient was reported to be pacemaker dependent, they were noted to be asymptomatic as no adverse patient effects were reported. As such, the physician decided to not investigate further. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.